Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was kinked (proximal conductor) at 55.5cm and damaged at implant attempt. There was blood visible inside the helix.

Event description:
It was reported that a lead was attempted but not used during implant surgery. It was noted that there was difficulty retracting the lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.